Event description:
The customer reported that the system had mixed up pt data. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.